Manufacturer narrative:
Tech located the bed in "down" storage area. Head up function was not working due to faulty valve guide tube. Replaced head up valve guide tube to resolve this issue.

Event description:
Bed found in "down" storage. Head up function not working. No injury alleged.